Event description:
A malfunction on the pump was reported, specifically displaying malf 12, and efforts to reset the pump did not resolve the issue. There was no reported impact to the customer's blood glucose level, as information regarding levels was either unknown or not provided. Technical support assisted the customer by providing pump reset information during the call, and upon finding the issue persistent, arranged to replace the pump. The customer was instructed on putting the pump into storage mode and confirmed understanding of the procedure; a pre-paid label was provided for the return of the pump within 10 days, and the customer agreed to follow these instructions.